Manufacturer narrative:
(B)(4). One used set was received with no cap (loose in pouch) on spike and no cap on patient connector in reference to leak. The set was functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut approximately 1 1/2'' from sleeve in closed position. Set was visually inspected and noted that the tip of the spike was bent inward. During visual inspection no manufacturing abnormalities were noted. The complaint was confirmed in the lab for leak. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report leakage from the silicone tubing (of the transfer set) found during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.